Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus or basal delivery and e70 error alarm confirmed in alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or excessive no delivery test due to motor error alarm. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. No a35 error alarm noted during our testing. The insulin pump had broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump was missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that the insulin pump alarmed motor error, no delivery, motor position encoder error, and motion sensor test failure. Customer's blood glucose level was 570 mg/dl. She treated her blood glucose level with an injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.